Event description:
It was reported that testing showed that the device has malfunctioned. However, up to this point in time, the pt's performance is still ok.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.